Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon lost pressure at the arteriotomy. Manual pressure was held for 25 minutes. The patient was not hospitalized. Procedure type: intervention peripheral stick location: common femoral artery vessel size: 7mm. Additional information: the balloon held pressure during prep. During balloon prep/test, the physician saw the inflation indicator pop up. When the balloon was at the arteriotomy the physician did not open the stopcock. There was no resistance while inserting the device. There was no resistance while pulling back.